Event description:
Reporter indicated a vns pt had died, and the cause of death was unk. The pt's mother reported to the reporter that the death was due to ulcerative colitis, but this was not confirmed by the reporter. The pt did have a history of severe ulcerative colitis. The pt did have surgical revision of his vns lead on (B)(6) 2010. The pt had an autopsy performed. There was no reported evidence of infection or abnormal bleeding. The vns lead and generator were explanted, but only the generator was returned to the manufacturer with paperwork indicating the death was "unexpected". Analysis of the generator is pending. Attempts for further info for the cause of death, autopsy results, and the relationship of the death to the vns are in progress.